Event description:
A customer reported to beckman coulter, inc. (Bec) an alk buffer leak from a synchron lxi 725 system. The line 29 kept coming off at the solenoid causing the alk buffer to leak into the instrument. The customer stated that no erroneous results were generated and no lab personnel was harmed by the leak.

Manufacturer narrative:
A bec fse was dispatched for the event. The fse trimmed the line and cleaned the flowcell cl port / tip. The fse calibrated all analytes twice and the customer ran qc. Bec identifier for this report is (B)(4).